Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of interrogation problem and incorrect measurement were not confirmed. Electrical testing, mechanical/visual testing of the device did not find any anomalies.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the pacemaker was experiencing interrogation problem and diagnostic issue. The pacemaker was not installed on patient. There was no patient involvement.